Event description:
Information received that the brakes were not holding. No injury reported.

Manufacturer narrative:
Stretcher located in engineering shop. Technician found brakes were not holding. Adjusted all 4 brake casters to resolve this issue.